Event description:
The pt stated that, as she was removing the insulin cartridge from her infusion device, the rubber plunger remained attached to the piston rod in the infusion device. Related to this situation, the volume of a full cartridge of insulin did pool inside the cartridge chamber of the infusion device. During troubleshooting with a comp rep, it was determined that she did not understand how to properly tighten the plunger onto the piston rod. She was educated regarding the removal of the plunger from the piston rod, as well as the proper steps to insert and tightening of the cartridge, adapter and infusion set. Due to the pooling of insulin inside the cartridge chamber, the pt transitioned to her back up infusion device and her primary infusion device was replaced. She did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.